Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent exam under anesthesia and excision of suburethral mesh, cystourethroscopy on (B)(6) 2011 due to persistent postoperative pain and mesh erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2010 and miniarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent laparoscopic robotic supracervical hysterectomy and bso, extensive lysis of pelvic adhesions, abdominal sacral colpopexy, bilateral ureterolysis, abdominal enterocele repair, rectocele repair, cystoscopy with calibration on (B)(6) 2010 due to sui, and prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2017 by (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to FDA: 9/26/2018 additional narrative: it was reported that the patient experienced fatigue, nausea, intermittent diarrhea. No additional information was provided.